Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that due to stress, external factors, or handling, peeling occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 "inspection of the endoscope" 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. During the evaluation it was found that the connecting tube had coating peeling, at (1mm2 or more). In addition to the malfunction documented in b5, the additional evaluation non-reportable findings were as follows: the connecting tube had a dent, the bending section cover had slack, the adhesive on bending section cover had a chip, the adhesive around the objective lens was peeled, an abnormal sound was made due to damage on angulation lever, image guide bundle had significant breakages and the indication on endoscope connector was not correct. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the tip was crushed while using the evis lucera bronchofibervideoscope. The device was returned for evaluation. During the device evaluation, it was found that the image guide tube coat was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.